Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain post implant and cardiac perforation. The right atrial (ra) lead was reported to have exhibited high thresholds. The ra lead was revised from lateral wall of atrium to right atrial appendage and remains in use. Hospitalization, surgical and medical intervention were required as a result of the perforation. No further patient complications have been reported as a result of this event.